Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain nos') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis ("I had gallstones"), dyspnoea ("I couldnt breathe I would gasp for air!") And scar ("scar"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, cholelithiasis, dyspnoea and scar outcome was unknown. The reporter considered cholelithiasis, dyspnoea, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gallstones, pain, difficulty in breathing. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain nos') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis ("I had gallstones"), dyspnoea ("I couldnt breathe I would gasp for air!") And scar ("scar"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, cholelithiasis, dyspnoea and scar outcome was unknown. The reporter considered cholelithiasis, dyspnoea, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gallstones, pain, difficulty in breathing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.